Event description:
It was reported that the patient line separated from the cartridge. Reportedly, a new cartridge was loaded to address the issue. Customer¿s blood glucose value (bg) was 600 mg/dl. Customer declined further troubleshooting regarding high bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.